Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was migrated. The right ventricular (rv) lead exhibited high capture threshold and insufficient slack, while the right atrial (ra) lead also lacked slack. Additionally, the conduction system pacing (csp) lead exhibited loss of capture. Chest x-ray confirmed dislodgement of the ra, rv, and csp leads. All three leads and the ICD were explanted and replaced on (B)(6) 2026. The patient was in stable condition